Event description:
It was reported that the 9600 system displayed a "bad iris pot" indication. It was also noted that the iris collimator needs recalibration and the x-ray on lamp is loose. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported malfunction was verified. Recalibrated the collimator iris pot and iris. Tightened the x-ray on lamp nut. The system was tested and found to be working as intended and placed back into service.